Event description:
Ethicon ligamax 5mm clip applier failed during laparoscopic gallbladder case. Device jammed after a snapping noise was heard. Clip was removed by surgeon, from pt. Another clip applier was obtained.